Manufacturer narrative:
No complaint was received with the return of the lead. Failure event observed during analysis. Final analysis found a complete lead returned in two pieces measuring 17.2 and 46.2 cm respectively. An external insulation abrasion, breaching the rv cable lumen, was found 5.4 to 5.5 cm from the connector pin consistent with friction to the device can. The cable coating was intact in this region. An external insulation abrasion, breaching the svc cable lumen, was found 26.5 to 27.6 cm from the distal tip consistent with friction to another device or feature of the patient anatomy. The etfe cable coating was intact in this region.

Event description:
This report is to advise of an event observed during analysis.